Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) was no longer functioning. The caller was redirected to the patient¿s healthcare professional (hcp) to determine the device issue. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-dec-23 from the consumer and health care provider (hcp). It was initially stated that the device had never gave adequate coverage for the patient. Then it was reported that 3 months after implant the device stopped working for the patient. No further complications were reported.